Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip nt procedure. While the clip entered the left ventricle and attempted to grasp the leaflets, the patients heart stopped. Adrenaline was administered to resume the cardiac rhythm; there was sever bradycardia and a temporary pacing device was placed. Emergency CPR was performed. Additionally, while the mitraclip nt remained in the grasping position the chordae tendineae on the lateral side of the posterior2 leaflet was ruptured and mr worsened. The patient's hemodynamics were barely maintained by the administration of adrenaline and dobutamine, an intra-aortic balloon pump (iabp) was placed. The mitraclip nt was then placed at the central anterior2/posterior2 leaflets near the ruptured chordae. A second mitraclip nt was placed. The final mr was grade 2-3. There were no clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported bradycardia or unspecified tissue injury. Based on available information, the reported bradycardia and tissue injury appear to be related procedural conditions (bradycardia after cardiac rhythm resumed, CPR performed while clip was in grasping position). The reported patient effects of cardiac arrhythmias and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances.

Event description:
N/a